Manufacturer narrative:
(B)(4). No complaint received with return of device. Failure event observed during analysis. Final analysis found an elective replacement indicator flag had been falsely triggered due to exposure to electrocautery during a device upgrade procedure. After the eri flag was cleared during testing, normal device function was noted. (B)(4).

Event description:
This report is to advise of an event observed during analysis.